Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference report # 1627487-2013-12056 and 1627487-2013-12058. It was reported the patient has an MRI scheduled. The physician asked the sjm representative about safety concerns with an MRI because the patient has leads implanted. Follow-up determined the physician plans to explant the lead prior to the MRI.